Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that there was pain under the implantable neurostimulator (ins) for the past month. The patient had several falls in the past six months and had a spinal surgery in (B)(6) 2015. The ins felt like it may be sitting lower in the ins than where it was initially implanted. The patient had 1 fall in (B)(6) 2015. It was thought that the fall could be related to this issue. The pain at the ins site was considered to be sudden. The pain under the ins started since (B)(6) 2015. The spinal surgery was at c5-c6 in (B)(6). Other relevant medical history includes non-malignant pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported that an appointment with the doctor was scheduled for (B)(6) 2015. Information pertaining to the appointment (and the pain under implantable neurostimulator) was requested including: the troubleshooting performed (and results), cause, and actions/interventions taken to resolve the issue. A follow-up report will be sent should additional information be received.